Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and replaced along with the lemo connector. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.